Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received morphine sulfate (20mg/ml, 7.5mg/day) in an implantable pump for non-malignant pain. The patient was upset because their catheter was allegedly malfunctioning. The patient experienced intermittent withdrawal symptoms, which prompted a catheter dye study. The dye study was performed on (B)(6) 2016 and the healthcare provider (hcp) was unable to aspirate the catheter. The hcp suggested catheter replacement. The patient was seen on (B)(6) 2016 and asked the hcp to fill the pump with saline, as the catheter was not working and wanted to be "free of the drug." The patient then reportedly started going into withdrawal and had the hcp refill the pump on (B)(6) 2016. The patient was in the office on (B)(6) 2016 and wanted to have the personal therapy manager (ptm) "restarted." Upon interrogation, a bridge bolus was in progress for approximately 33 hours. The hcp wanted the patient to come back on (B)(6) 2016 at 15:15 to received assistance with setting up the ptm. The issue was considered to be ongoing. The patient's status at the time of the event was stated to be alive with no injury. No further actions were taken at this time. The patient want to be seen at a different hospital for review of pain care and pump management. Ultimately, the patient wanted to be weaned off the pump slowly and have the pump removed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.